Manufacturer narrative:
(B)(4). Wiater et al. "A radiographic analysis of the effects of prothesis design on scapular notching following reverse total shoulder arthroplasty" journal title. Reference journal article attached. 20: 571-576. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by laurence b. Kempton, md, mamtha balasubramaniam, ms, elizabeth ankerson, bs, j. Michael wiater, md. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that the patient experienced scapular notching following reverse total shoulder arthroplasty.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported in a journal article that seventeen (17) patients experienced scapular notching following reverse total shoulder arthroplasty, seven (7) patients with grade one (1), nine (9) with grade two (2) and one (1) with grade three (3). Attempts have been made to obtain additional information and further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to report additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.